Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high thresholds and out-of-range pacing impedances on the right atrial (ra) lead. Subsequently, a revision procedure was performed. The ra lead was tested on the pacing system analyzer (psa), and all measurements were within normal limits. The ra lead was reinserted into the device, and again, the measurements were within normal limits. A set screw issue was suspected. This ICD and ra lead remains in service. No additional adverse patient effects were reported.